Event description:
It is reported that the patient was revised.

Manufacturer narrative:
Evaluation summary: the exact cause of the revision is unknown. The operative report from when the stem was implanted did not detail any patient complications during surgery. At the time of revision, the implants had been in vivo for approximately 2.5 years. The operative notes indicated that the hip stability was outstanding. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Adherence to rehabilitation protocol is unknown. A definitive root cause cannot be determined with the information provided. Evaluation: the manufacturing records for the stem were reviewed and found to be conforming indicating that the device was manufactured, inspected, and packaged to specification. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.